Event description:
It was reported that only about 75 ms separated the atrial pace and ventricular sense. There was no atrial sensing in unipolar or bipolar even at the most sensitive settings. Aai mode appeared to be pacing in the ventricle. The pocket was opened, and it was found that the atrial lead was fixated into the ventricle just past the tricuspid valve. The lead was successfully repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.